Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from one level of biorad lot 85350 controls using a new lot of vitros tsh reagent on a vitros xt 7600 system. The assignable cause of the event was a suboptimal calibration; however, the cause of the suboptimal calibration could not be determined. Acceptable vitros tsh performance was obtained using the same lot of control fluids after recalibrating with the same lot of calibrators. An instrument related performance issue did not likely contribute to the event as acceptable performance was obtained after recalibrating with the same lot of calibrators, without any additional actions being performed to optimize the vitros instrument.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected vitros tsh result was obtained from one level of biorad lot 85350 controls using a new lot of vitros tsh reagent on a vitros xt 7600 system. Biorad level 3 result of 37.47 miu/l vs. The expected result of 26.7 miu/l. Biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected on patient samples. Patient samples were not processed while tsh quality control results were outside of established ranges. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).